Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565, implantable tachy lead, implanted: (B)(6) 2011; 507652, implantable pacing lead, implanted: (B)(6) 2011; 419688, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device had reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.